Event description:
A medtronic representative reported that while in a spine procedure, the site experienced an inaccuracy when attempting to navigate a navlock awl during a 3d c-arm posterior lumbar interbody fusion (plif). This was reported to have occurred after a 3d c-arm spin, the scan transferred and the passive pointer was deemed accurate. It was noted that when the surgeon switched to the navlock tracker and awl it was inaccurate. No specific measurement was provided for the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact to patient outcome.

Manufacturer narrative:
Patient weight unavailable from the site per registered nurse at the site. A medtronic representative, following-up at the site, reported that in the procedure, the surgeon was navigating the guide wires prior to the inaccuracy. Because the navigation was inaccurate, and a registered nurse noted that the c-arm bumped the patient arm during the first spin, a second c-arm spin was taken that confirmed the inaccuracy. The surgeon continued the use of the navigation system, along with the c-arm, with full knowledge of the inaccuracy. Replacement wireless tracker shipped to site (B)(4) 2014. A medtronic representative replaced the wireless tracker and re-calibrated the c-arm. A system check-out shows everything functioning normally. No parts have not been returned to manufacturer for analysis.